Manufacturer narrative:
Corrected fields: b1, b2, d10, g4, h4, h6. D10: 02-010-01-0335 - logic femoral ps cem right sz 3.5 (1975923). 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm (1867381). 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t (1965584). 200-02-35 - three peg patella 35mm levine, michael (2307121). 201-46-10 - holding pin headless 3" (4 pk) (2175106).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 10 years and 6 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.